Event description:
During an in-clinic follow-up, noise and varying low voltage impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although unconfirmed. No intervention has been performed; however a lead replacement is anticipated. The patient was stable and will continue to be monitored.